Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of under delivery that led to high blood glucose level of 456 mg/dl and the patient had to be hospitalised for four days. Symptoms reported at the time of hospitalization were headache and vomiting. Patient also tested positive for ketoacidosis. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united states.